Manufacturer narrative:
The x2 user guide state ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's blood glucose level elevated to 1000 mg/dl with ketones present; cause was unknown. The customer was admitted to the emergency room (ER) and was treated with an insulin IV drip. Customer was in ER for four hours. Additionally, the customer uses off label insulin to fill cartridges. Tandem technical support performed a system check on the pump and it was functioning as intended.